Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. An is-1 lead was used to determine the positioning of the implanted leads by the marks left in the lead barrel of the right atrial (ra) channel by the sealing rings of the implanted lead. It was suspected that the ra lead may not been fully inserted into the lead barrel during the time of implant which may have resulted in the high ra lead impedance measurements. Analysis of the device memory cannot determine the date of out of range lead impedance measurements, as they have been overwritten by newer data.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
This device was subsequently explanted and returned. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right atrial impedance measurements had been on the rise since the lead was implanted. The impedance measurements have increased to greater than 2000 ohms. No adverse patient effects were noted.